Event description:
N/a.

Manufacturer narrative:
Updated fields: d1, d2a, d4, d9, g3, g6, h2, h3, h4, h11 the hakim valve (ID 823164) was returned for evaluation. Device history review: the product code 82-3164 with lot 6331809, conformed to the specifications when released to stock. Failure analysis: the position of the cam when the valve was received was at setting 120 mmh2o. The valve was visually inspected; siphon guard broken and separated. The valve passed the test for programming and pressure. The valve was not flushed as the siphon guard was broken. The valve was leak tested and failed. The valve was not reflux tested as the siphon guard was broken. The valve was examined under microscope at appropriate magnification: cuts marks observed on the siphon guard. Root cause analysis: the possible root cause for the issue reported by the customer, is probably due to biological debris and protein build up interfering with the valve. The root cause for the leak test failed is due to the tear in the housing. The root cause for the ¿tear mark¿ could be due a sharp or pointed object coming into contact with the valve in view of the tear mark on the needle chamber. As noted in the surgical procedure precautions section in IFU, silicone has a low cut/tear resistance.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim valve (ID 823162) was implanted due to congenital hydrocephalus via ventriculoperitoneal (vp) shunt on (B)(6) 2024 with unknown setting. The pressure setting could not be changed; therefore, the device was explanted and replaced on (B)(6) 2025. Primary disease: congenital hydrocephalus.